Manufacturer narrative:
The ventilator was returned tot he manufacturer fro evaluation and the customer's complaints were confirmed. The device's internal battery was replaced to address the issues.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred and the internal battery would not charge. There was no harm or injury reported.